Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. After the first attempt to have the device and components evaluated, the customer responded that patient has passed away and his device discarded. Please take him off your contact lists. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box b1 was update to both. (Previous it was product problem). Box b2 was updated to death. (Previously it was blank). Box h1 was changed from product problem to death. Box h6- patient outcome code grid, health impact code, evaluation method code grid, evaluation results code grid and conclusion code grid was updated.